Manufacturer narrative:
Continuation of d10: product ID: {evfxplus-26}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt at 3 millimeters (mm) on the non-coronary cusp (ncc), the valve dislodged while still attached to the delivery catheter system (dcs). Subsequently, the valve was recaptured. Upon the second deployment attempt at 3 mm on the ncc, the valve once again dislodged at 80% deployment, despite adherence to recommended best practices. Subsequently, a second recapture was performed. Upon the 3rd deployment attempt, the physician targeted an implant depth of 5 mm on the ncc and maintained a neutral position at 80%. After approximately 30 seconds, the valve dislodged again. Subsequently, the valve was recaptured, and the system was withdrawn from the patient. It was noted that a device-anatomy mismatch was a contributing factor to the repeated dislodgement. The procedure was ultimately aborted, and the patient was referred for a surgical aortic valve replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one intraprocedural fluoroscopic media file was provided for review in relation to the reported event. The absence of a patient executive summary limited the ability to perform a comprehensive anatomical assessment. A fluoroscopic valve load inspection was performed and confirmed an acceptable load. Review of the remaining media shows the valve in the early stages of deployment; however, the reported dislodgement event was not captured. The final aortogram indicates that a valve was not implanted. Therefore, the available evidence is insufficient to assess or confirm the reported issue. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.